Manufacturer narrative:
The tandem t:slim x2 pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact accidentally left the customer unhooked from the pump when delivering a bolus for lunch. The contact reconnected the customer to the pump, but reported blood glucose (bg) level was a little elevated (321 mg/dl). To address the bg level, a correction bolus was delivered via the insulin. Additionally, it was reported that an occlusion alarm occurred during bolus delivery. The contact reported that the supplies had not been changed on the pump since the night of (B)(6) 2016 and feels that this is the reason of the occlusion alarm. It was confirmed that the customer would change the supplies on the pump. Although requested, no further information was provided on the reported event.